Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: exact date not provided. Best estimate date is between implantation on (B)(6) 2023 and the explant of the lens on (B)(6) 2024. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section g4: this report is being filed on an international device; (B)(6) preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded intraocular lens (iol), the patient complained of low visibility. Preoperative corrected visual acuity (0.7×c-0.5a120°) worsened to 0.3p×c-0.5a170° after surgery. Low visibility had not improved even after a month and an explant is being planned. Decreasing contrast and increasing higher-order aberration were observed after surgery. Account indicated that the patient's pre-existing conditions include dry eye, conjunctival laxity, and idiopathic orbital inflammation. Through follow-up we learned that the explant was performed on the (B)(6) and the incision was enlarged from 2.8mm to 4 mm to remove the iol by folding. The patient experienced corneal edema and iris injury. An iol from another manufacturer was implanted (kowa pn6a 21.50d). It was also reported that the patient experienced symptoms in the descemet's membrane. On february 19th, the patient was examined and the visual acuity was not stable 0.2 (0.4×c-0.5d a×140). No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 13-mar-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint lens was received with a small scratch near the haptic and on the haptic. The lens diopter tested as 21.91d. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. As per complaint investigation results, the product was released within specifications at 22.02d. Remeasure of the lens was also within specification at 21.91d. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.